Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found slight fiber fraying throughout the length of the balloon. Therefore, the investigation is confirmed for frayed fibers. Kinks were noted in the catheter shaft. A guidewire patency test was completed, and difficulty inserting the guidewire past the kinks was noted. Therefore, the investigation is confirmed for the reported guidewire issue and for kinks in the catheter shaft. The kinks in the catheter caused the resistance of the guidewire through the device. However, definitive root cause for the identified kinks or frayed fibers could not be determined based upon the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure of the svc, the guidewire allegedly failed to load through the pta balloon catheter. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date 07/2021).

Event description:
It was reported that during an angioplasty procedure of the svc, the guidewire allegedly failed to load through the pta balloon catheter. Another device was used to complete the procedure. There was no reported patient injury.